Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape upon first inflation at 4 atmospheres for 5 seconds. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.